Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient for the past couple months at least (the patient stated it could have even been the last 6-8 months, they really couldn't remember when) the device had been "acting up," and sending electrical impulses around their ins site and down their back. The patient stated they felt the electrical impulses for a good majority of the time, and that they couldn't exactly pinpoint what made it occur though they stated they thought it could be when they moved into a certain position. The patient denied having any traumas or falls that would have impacted the device but stated they had fallen on their face and knocked their teeth out back on april fool's day. The patient stated the electrical pulses varied in strength, that sometimes it would bother them a lot and other times they could barely feel it. The patient stated they were trying to take a nap recently and it was just vibrating so they got frustrated and turned it off for three days. The patient stated the electrical pulses did not occur with the ins off. The patient stated they'd always have urgency/frequency, so they didn't notice anything there with the ins off, but they were also "piddling" and dribbling urine. The patient stated they wondered if they were "retaining water or something" because it felt like they weren't emptying completely, which was what their symptoms had been like before getting the implant. The patient then turned the ins back on. Despite feeling these electrical impulses, the patient confirmed they still felt the stimulation in their bike-seat region when they would raise the stimulation up or down and that their symptoms were still being helped by 50% or greater and the ins had greatly improved their quality of life. The patient stated they were feeling the electrical impulses now and that they had called because they wanted to find a new health care provider (hcp) so someone could work with them to maybe make a change to their programming and figure out what was going on. The patient stated their previous hcp was no longer at the clinic where the patient went and was no longer working with the interstim system. The patient stated they had difficulty in seeing an hcp because they travelled a lot for work and it was difficult to be in one place for that long of a time. Patient services sent the patient physician listings. The patient also wanted to try to change their program settings while on the call to see if that made a difference for the electrical pulsing in the meantime. The patient switched to a different program and stated they felt the stimulation comfortably in their bike-seat region but they didn't think they were feeling the electrical pulses around the ins and down their back. The patient stated they'd have to walk around a bit more to determine if changing programs resolved their issue. The patient was going to monitor their symptoms and reach out to an hcp to check their implanted system. The patient's relevant medical history included the patient stated they had the implant mostly for bladder but also bowel and when the patient was talking about the event date, they stated they couldn't remember because their memory was horrible from havingmultiple sclerosis (ms.)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.